Event description:
A 9-month-old pt in or undergoing surgery for cleft palate repair experienced cardiopulmonary arrest. Resuscitation efforts were instituted & in the midst of the code the 1 liter rebreathing bag on the anesthesia circuit became disconnected from the circuit tubing. Pt was not ventilated for approx 1 minute. While there was no injury to pt, potential for injury or death existed due to malfunction. This had been a recurring problem over the past month with several incidents having been reported over a short period of time. The co was notified on 3/31/95 & all lots removed.